Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: vnotes event description: during changing the instruments, the trocar blocked. Then they found an instrument shield in the patient's body, by opening the cap. Then the trocar was not possible to use anymore. In total 2 of the 3 trocars where blocked. Additional information received from applied medical representative via teams call on 11feb26: both the sleeves were taken out and used from the same package in which one sleeve broke and the other sleeve blocked. Intervention: open a new v-path c2a12. Patient status: no patient injury or illness was reported.